Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned one broken vtb042025 from lot number 0000202921. Using microscope visually checked file. No manufacturing defects or markings noted on file. Approximately 1mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned. Nothing unusual to report was found during DHR review.

Event description:
In this event it was reported that a vortex blue file broke during use. The broken piece could not be retrieved and was incorporated into the filling.